Event description:
The customer reported to customer service that the wire on the power supply for their breast pump was loose. Upon receipt of the product, a breach in the transformer housing was noted.

Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that she did not witness any smoke, fire, or sparking. Customer stated she was unplugging the power supply from a power strip when it came apart. Customer also stated no injuries were sustained. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is safety risk. See page 3 for details on the transformer. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.